Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the nozzle was clogged and there should be foreign material in the nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the following information, omsc presumed that the nozzle was clogged by fragment of peripheral device such as injection tube or silicon rubber product which got into the nozzle. * according to the inspection result by local service department, the followings were confirmed. - foreign material came out from air/water nozzle. - nozzle was not deformed. - olympus endoscope reprocessor was used for cleaning devices. * according to the past similar cases, nozzles were assumably clogged by fragment of peripheral device such as injection tube or silicon rubber product which got into the nozzle. The exact cause of the reported event could not be conclusively determined.